Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed that the distal tip was severely elongated and the core wire was detached/separated form distal bald weld. Except where noted, the specimen appeared to be visually correct. No other damage or inconsistencies were noted. A microscopic sem analysis of the proximal portion of the core wire fracture site revealed that the fracture surface exhibited fatigue striations along with elongated dimple ruptured in tear planes which is indicative of a bending action. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2010-04848 and 2134265-2010-04849. Reportable based on analysis completed on (B)(6), 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure the guide wire tip unraveled. The 80% stenosed lesion was located in the non-tortuous and mildly calcified left posterior tibial artery. During an unspecified time during the procedure the physician noted that the .014 x 300cm platinum plus guide wire tip had unravelled. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's condition is stable. Device analysis revealed that the distal tip of the guide wire was fractured.